Manufacturer narrative:
Information related to event in summary narrative was incorrect. Narrative has been updated and provided with this report.

Event description:
The customer reported via phone call that they are experiencing high blood glucose levels. The customer¿s blood glucose at the time of the call was 380 mg/dl. Troubleshooting was provided for the high blood glucose and transmitter. The customer was using the insulin pump within 48 hours of the reported high blood glucose. The customer stated that the auto mode feature was active. During troubleshooting, a pump error was found in the pump memory. Per the customer, the alarm was cleared, and the rewind process was completed. The insulin pump passed the self-test and displacement test. The customer also reported the reservoir ring fell off. The device will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the self test. Pump error 63 alarm confirmed in the device history due to broken trace on keypad assembly. Device was received with partially broken reservoir tube lip, missing reservoir tube o-ring and missing reservoir retainer. The p-cap does not lock properly into place. Unable to perform displacement test and reservoir unable to lock into place due to partially broken reservoir tube lip, missing reservoir tube o-ring and missing reservoir retainer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 430 mg/dl at the time of the incident. Another blood glucose level was 380 mg/dl. The customer was assisted with troubleshooting for high blood glucose. Customer stated that the insulin pump issues with the auto mode so while on high blood glucose it was not bring sugar down and need to get it down and took it off. The customer was treated with insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer stated that the reservoir ring was fell off. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The device will not be returned for analysis.